Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and could not verify the reported complaint. The device was tested and passed all testing. An unrelated issue was found and corrected. The reported malfunction could not be duplicated.

Event description:
It was reported that a ventilator shut off unexpectedly while running on battery. There was no patient involvement.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.